Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of defective locking mechanism with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. However, based on the customer's description of the event, bd is aware of this issue and as a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion : based on evaluation of the customer samples, the customer¿s indicated failure mode of defective locking mechanism with the incident lot was not observed. However, further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of the indicated failure mode are identified. Investigation : root cause description: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. UDI#:(B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter broke off during. No injury or medical intervention was needed.